Event description:
It was reported an ez45g was used during a video assisted thoracoscopic surgery. It was reported by the affiliate the handle broke as the surgeon fired. There was no consequence to the pt. 5/13/1998 affiliate responded that a new instrument was used to complete the case.